Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two axium coils were stuck in the middle of the phenom 17 catheter. Both coils met significant resistance when introduced into micro catheter. Removed. Only one being sent back. The other too deep within garbage to retrieve safely. There was no catheter or coil damage. The devices were prepared as indicated in the instructions for use (IFU). There was no patient involved with this event. Additional information received reported that the coil came out of the introducer sheath smoothly.

Manufacturer narrative:
Device evaluated by MFR: analysis of the pc-(B)(4) (lot# a866418) found the phenom 17 micro catheter was compatible for use with the axium coil. The axium coil was returned stuck within phenom 17 catheter and axium coil was protruding from the hub. The axium pushwire was appeared to be broken at break indicator and retained by release wire. In addition, the axium pushwire was found to be bent within introducer sheath at ~32.5cm from proximal end. The axium implant coil was found to be damaged and stretched. No damages or irregularities were found with the introducer sheath. No other anomalies were observed. The axium coil could not be pushed forward or removed. The returned axium coil could not be used for testing due to damaged conditions. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ and ¿catheter resistance¿ were confirmed as the axium coil was returned stuck within phenom 17 catheter. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.